Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called in response to the recall of reservoirs and the safety notification letter of the possible temporary vent block. The current blood glucose reading is 162 mg/dl. The customer stated that he was hospitalized due to high blood glucose. The paramedics were call and transported customer to hospital. The blood glucose reading at the time of the event was 1142 mg/dl. Customer had ketones in urine, irritable and confused. Customer was treated with insulin drip. Nothing further reported.